Event description:
It was reported that the foley catheter tubing closest to the patient often became discolored and kind of shriveled before the month was up. It was stated that the tubing had a discolored fluid yellowish and the bulb was in a very poor condition and caused trauma and bleeding when withdrawn from urethra.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "defective components from supplier". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter tubing closest to the patient often became discolored and kind of shriveled before the month was up. It was stated that the tubing had a discolored fluid yellowish and the bulb was in a very poor condition and caused trauma and bleeding when withdrawn from urethra. Hx- patient had purple urinary bag syndrome.